Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an absence of no delivery alarm or empty reservoir alarm. He stated that he would normally receive a low reservoir alarm. The customer did not provide the blood glucose reading. He was assisted with checked for the low reservoir alarm. He was dissatisfied with this and declined to change his settings per troubleshooting.